Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient implanted with vns system and still having dysphagia and dysphonia after 6 weeks from the implant. The physician knows that these adverse events are expected in the first weeks. The reported issues occurred with the stimulation on and also when the stimulation is off. The therapy was switched off on (B)(6) 2016. Follow up indicated that the dysphonia and dysphagia were observed since the vns implantation. It is likely that manipulation of the vagal nerve occurred during the surgery. No history of the reported dysphonia and dysphagia prior the implant of the vns system. It was also confirmed through the implant card that the vns system works fine after the implant (1242 ohms).

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event ; corrected data: the previously submitted MDR inadvertently provided an incorrect event outcome. Description of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event description. Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that vns patient implanted with vns system and still having dysphagia and dysphonia after 6 weeks from the implant. The physician knows that these adverse events are expected in the first weeks. The reported issues occurred with the stimulation on and also when the stimulation is off. The therapy was switched off on (B)(6) 2016 due to the reported issues. Follow up indicated that the dysphonia and dysphagia were observed since the vns implantation. It is likely that manipulation of the vagal nerve occurred during the surgery. No history of the reported dysphonia and dysphagia prior the implant of the vns system. It was also confirmed through the implant card that the vns system works fine after the implant (1242 ohms). No additional relevant information has been received to date.